Manufacturer narrative:
The user facility is outside of the u.s. No medwatch report was received. Eval confirmed that the incorrect 46mm product was packaged and a recall was initiated as a result. No product was distributed in the u.s. (B)(4).

Event description:
It was reported that pt underwent knee procedure on (B)(6) 2010. During surgery, the surgeon opened a magnum modular head size 44, but the package contained a size 46. The procedure could not be completed with the available components and pt was closed. Surgeon finished the procedure the next day when replacement items were delivered. No further complications have been received.